Manufacturer narrative:
Based on the claim against the product by the customer noting multiple recoverable error code 32097, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed field evaluation and confirmed the error fault in the logs related to an issue on usm 4. Fse replaced two usm arms (serial number: (B)(4) and (B)(4)). Additionally, as part of service, fse inspected and identified physical damage on the usm 4 axis 1 cover and proximal set-up joint (suj). Fse performed required part replacements of the proximal and distal sujs on usm 4. After replacement, the system was tested and verified as ready for use. The usm arm (serial no:(B)(4)) was returned for failure analysis and the reported error fault was confirmed during review of the system logs but was not reproduced during testing. The unit was tested on an in-house system and passed normal mode. The test system operated without error. The unit was checked for fluid intrusion along with the connections and there was a complete inspection with no issues found. The unit was further tested and passed all testing specification. The axes controller arm (aca) board, axes controller motor (acm) board, and clockspring assemblies were proactively replaced. The proximal and distal sujs were returned for failure analysis and the reported error fault was not reproduced during testing the sujs were tested on an in-house system and passed all testing specification. The test system operated without error. As a preventive measure, component replacements were performed. The setup fru upper (sfu) printed circuit assembly (pca) was replaced on the proximal suj. The encoder, lvds harnesses, and act on the distal suj were replaced. The usm arm (serial no:(B)(4)) was returned for failure analysis. Failure analysis could not replicate the reported errors on the unit. The unit was tested on an in-house system and passed normal mode. The system did not trigger errors 32097 nor 31199 on the unit but they were confirmed via error logs/system logs. The unit was checked for fluid intrusion along with the flat flex cable (ffc)'s connections and there was a complete inspection with no issues found. The unit was further tested and passed all testing specification. The axes controller arm (aca) board, axes controller motor (acm) board, and clockspring assemblies were proactively replaced. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 32097 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by either any or a combination of system power cycle, hard power cycle and/or clearing the error fault on the vision side cart touchscreen. This complaint is considered a reportable event due to the following conclusion: during a procedure, multiple recoverable error fault was displayed. The surgeon was able to complete the procedure successfully. The fse confirmed the faults on the usm and performed a part replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system displayed multiple recoverable code 32097. The error fault was cleared, and the procedure was completed with no known impact or patient consequence reported. The customer informed this issue to the technical service engineer (tse) a day after completing the procedure. Upon verification, customer stated that the system was idle, and no one was touching the system when the issue occurred. The tse verified error code 32097 on the universal surgical manipulator (usm) 4.